Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion. The right atrial (ra) and right ventricular (rv) leads were explanted and replaced. The implantable pulse generator (ipg) was removed and a new rv lead connected, the ipg was secured to the surface of the patient chest for pacing support while antibiotic treatment was administered. One hour later the rv lead exhibited inconsistent capture. The rv lead was again explanted and replaced. An external temporary pacer was inserted via the groin until the ipg and rv lead were explanted and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.